Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 560 mg/dl. The customer's current blood glucose is 488 mg/dl. Blood glucose value at the time of incident was 500 mg/dl. The customer was treated with intravenous insulin in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was using the insulin pump within 48 hours of high blood glucose event. The customer also reported that the insulin pump was on auto mode. The insulin pump will be returned for analysis.